Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient never had therapeutic effect since implant. They were going to follow up with their healthcare professional (hcp). She stated she had just wet the bed. She further stated "it worked until (B)(6) 2013 and now it comes and goes". It was noted that the device was on program 1 at 2.0v and she increased it to 2.1v and she could feel stimulation. The patient called back on (B)(6) 2013 and reported that at the beginning the therapy was working but she had to call to get information. At one time she was not going all day to the bathroom then she called and was able to get it to work. For 4 days she was not able to make it to the bathroom and started to leak before getting to the bathroom. She did not have a fall or trauma. The patient then stated she was on program 1 at 2.2v but she could not feel stimulation, then she increased the stimulation to 2.6v while on the phone. It was noted that the hcp did not know how to change programs or make adjustment to the patient programmer. On (B)(6) 2016 information received from the patient reported the device was not helping and it was hurting her so she turned stimulation off and stopped using it. Reprogramming at the healthcare professional office did not help. The patient also reported pain in vagina. There was a sudden change in therapy/symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.